Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified respectively. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records review was completed. The device has been returned to the manufacturer. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during activation in a stenotic lesion in the superficial femoral artery, the distal tip of the recanalization catheter was allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510k number for the crosser cto recanalization catheter products are identified respectively. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One crosser catheter was returned for evaluation. The distal end of the outer catheter was identified to be separated from the distal tip of the device. The distal end of the outer catheter was also noted to be bunched and twisted. Therefore, based on the returned samples condition, the investigation was confirmed for material separation and twisted material. The root cause could not be determined based upon available information. It was unknown whether patient and/or procedural factors contributed to the event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during activation in a stenotic lesion in the superficial femoral artery, the distal tip of the recanalization catheter was allegedly damaged. There was no reported patient injury.